Event description:
It was later reported that the right ventricular (rv) lead warning occured due to further oversensing.

Event description:
It was reported that a lead integrity alert was triggered due to oversensing and noise noted on the right ventricular lead. The lead was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.